Event description:
The customer stated that he was in a car accident after passing out due to low blood glucose levels. The customer was taken to the hospital for treatment. The customer stated that he woke up in the ambulance with a blood glucose reading of 40 mg/dl. The customer stated that he reviewed the bolus history and found that a bolus of 10 units was delivered to the accident. The customer stated that he did not program this bolus. The customer also mentioned that the insulin pump may have been exposed to moisture a day or two prior to the accident. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.